Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer¿s blood glucose was 471 mg/dl at the time of incident. Customer's current blood glucose was 460 mg/dl. Customer rechecked blood glucose value and was coming down 437 mg/dl. Customer declined troubleshooting. Auto mode feature was not activated at the time of high blood glucose event. Customer was unable to calibrate the sensor. The insulin pump will not be returned for analysis.